Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: unable to duplicate the complaint of blank display during investigation. The pump powers up with the display being dim and faded. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.